Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: w. Anthony lee, md, "percutaneous access for tevar", published endovascular today september 2008.

Event description:
Device malfunction: none. Time of symptoms/ae: 22 days post-procedure. Symptoms/ae: pseudoaneurysm/infection/surgical intervention. The following events were noted through a periodic article review. Medical records and imaging studies of 223 femoral arteries that were percutaneously accessed with 20-25f sheaths and delivery systems using the perclose technique at a single tertiary care medical center between 2004 and 2007, using the 6-f perclose proglide device during thoracic endovascular aortic repairs (tevar) was described. The average number of proglide devices used was 2.01 per artery. One complication is as follows: the patient underwent emergent endovascular stent graf repair of an aortic injury. The endograft was introduced through a 20fr (23 fr outer diameter) delivery system after percutaneous access of the right femoral artery using the perclose technique. The patient was discharged on postoperative day 22, but presented 5 days later with a ruptured mycotic femoral pseudoaneurysm reportedly from infecton of the proglide sutures. On exploration, the patient was found to have severe necrotizing arteries and underwent extensive debridement and autogenous femoral reconstruction with a superficial femoral vein conduit. The patient was discharged on postoperative day 11, ambulating with a clean, granulating wound and normal pedal pulses.